Event description:
It was reported during the implant procedure for the left ventricular (lv) lead that there was a small coronary sinus dissection noted on the coronary sinus venogram. The lv lead remains in use and no further actions were taken. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.